Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: m365sc231650e0. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient was delirious and in a lot of pain during the trial period. The patient was admitted to the hospital and the trial leads were pulled out. The explanted trial leads were discarded by the hospital.